Event description:
It was reported that the ribbon in the device is broken off and motor rate error and motor not running error was displayed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found both tamper seals broken and top case, bottom case, right and left plunger cases cracked. The pump event history log was unable to retrieve history log due to power up issue (missing interconnect board flex cable). The root cause of the issue was improper assembly by customer, ingression due to physical damage found on the pump and missing ribbon connector on interconnect board. The technician replaced the interconnect board, speaker and complete motor assembly including motor and motor bracket. Replaced top case, bottom case, right and left plunger cases, force sensor and plunger head mount (damaged), dowel pin, plunger cable (damaged), battery (found missing), speaker (fluid inside), position pot, worm coupling, worm gear, wavy washer and delrin washer, stepper motor, motor mount, lead screw (old white lead screw), right and left clutches (old black clutches). Installed cable guard. Replaced interconnect printed circuit board (pcb), plunger pcb. Replaced main board and device passed all functional/delivery tests.